Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument black wire was popping out of place. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations could not replicate the customer-reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips/tips opened and closed properly. The grips were aligned. The instrument passed the electrical continuity test in 2 of 2 attempts.

Event description:
Refer to h10/h11 for follow-up information.